Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint. (B)(6) received 7/11/2025. Box marked as (B)(4) on (B)(6); recd ec45a; lot# 237d30; qty (B)(4); ecm has plee60a; lot# unknown; qty (B)(4); from country USA.

Manufacturer narrative:
(B)(4). Date sent: 09/11/2025. D4: batch #237d30. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. However, the pan was removed from the channel in order to perform the visual inspection and the batch was noted missing on the pan returned. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples met the staple release criteria. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 237d30, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.